Event description:
It was reported that there were inaccurate values with the vitawave adult finger cuff, during patient use. The cuff was placed on the patient's ring finger. The patient was described with large fingers. Cuff placement was done, but there was some gap at the closure area. The clinicians were correlating the cuff measurement to the arterial line measurement. The arterial line was on the opposite side of the patient than the cuff placement. Systolic blood pressure reading was 30 points different and the mean arterial pressure reading was 20 points different on the cuff than the arterial line. The cuff reading was not correlating with the non invasive blood pressure reading either. The non invasive blood pressure was being monitored on the same patient side as the arterial line. The arterial line reading and the non invasive blood pressure readings were correlating. There is no information given as to the expected values, only the difference in readings. The clinician exchanged the vitawave adult finger cuff to a clearsight large cuff and this resolved the issue. There was no inappropriate patient treatment administered. There was no patient harm or injury.

Manufacturer narrative:
The product was discarded at the facility and is not available to be returned for product evaluation. The lot number is unavailable, therefore, the device history record review cannot be completed. An engineering evaluation has been initiated to assess for any manufacturing related processes which could be correlated to the issue. A supplemental report will be submitted with the engineering evaluation results when available.